Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited infection and erosion then was part of the system revision. There were no additional adverse patient effects reported. The s-ICD was explanted.